Manufacturer narrative:
Analysis: the product was received by medtronic plc in a dry, in a small specimen container. The sewing ring is discolored showing evidence of blood contact. The valve did not show evidence of impingement that may have contributed to leaflet motion. Small needle holes in the sewing ring showed placement of implantation sutures. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both leaflets were in the closed position. Both inflow and outflow valve hinge mechanisms appeared intact. The inflow and outflow orifices appeared intact with no evidence of damage. A blue actuator was used to test leaflet movement, and the valve leaflets were fully mobile. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The serial number was verified to be correct. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: a conclusive cause of the reported event could not be determined. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted. However, based on the received information, a smaller size medtronic valve was implanted, suggesting that valve sizing could be the cause of the leaflet motion issue.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical valve, the implanting surgeon found that one of the leaflets was not opening properly after the implant. The device was explanted and replaced with a smaller sized medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.